Manufacturer narrative:
.

Event description:
The customer reported that the unit will not operate on ac power source, mains led is not illuminated. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4).